Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
Pt non compliance resulted in two snapped le fort plates. The surgeon removed them and put on two new plates. During removal, surgeon noted that one screw's head was "chipped".